Manufacturer narrative:
MDR / initial 1 of 2. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient faced infusion set cannula bent within the last 4 years. The blood glucose level was high and the patient got treated with correction bolus via pump. The site of insertion was abdomen.